Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a purge cassette pressure disk holder that was broken. The aic was removed from service to be returned. There was no patient involvement.

Manufacturer narrative:
The automated impella controller was received for investigation. Data analysis was not applicable. Visual inspection showed the purge disc retainer was found to be broken. The root cause of the issue was a broken purge disk retainer. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12769: d4 model number. D9 date device returned to manufacturer incorrect. E4 should have been left blank. G1 reporting contact fax number missing.